Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there had been an increase in pacing threshold on the right ventricular (rv) lead. A slow, gradual rise in impedance and noise were also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was found to have an insulation breach. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.